Event description:
While using the mitek vapr side effect electrode, a segment of the ceramic tip broke off inside the patients knee. The broken piece was retrieved during the procedure without incident.